Event description:
It was reported that a patient experienced a dexcom g7 continuous glucose monitor (cgm) sensor that continued pairing and was not providing glucose readings extended time after insertion; the agent instructed the patient to toggle settings and reenter the pairing code, after which pairing was in progress. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no alerts or alarms. User support included user-guided troubleshooting and education focused on connectivity and pairing steps. Investigation of this case revealed an initial pairing and signal acquisition issue consistent with sensor warm-up or communication delay, with no identified device malfunction once pairing proceeded. It was concluded, based on previously established findings for similar reports, that the cause was user-system connectivity setup and sensor initialization.

Manufacturer narrative:
Initial.